Event description:
It was reported that the graftmaster stents were selected to treat a perforation in the circumflex artery caused by a rotablader device. The graftmaster devices would not track into the artery because of the tight curve in the vessel. Ballooning was performed in an effort to seal the perforation; however, this was unsuccessful and the patient was sent for surgery. Sometime after surgery, the patient expired due to complications of the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance/physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. It was reported there was a tight bend in the anatomy which likely contributed to the reported failure to advance. It was reported that additional ballooning was performed in an attempt to seal the perforation; however, the patient was sent to surgery and ultimately died due to the perforation. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the initial failure to treat the perforation may have possibly resulted in cascade of patient effects, which may result in the patients death. Death is a known adverse event of coronary stenting as listed in the graftmaster otw instructions for use (IFU). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Although a conclusive cause for the patient effect cannot be determined, the reported failure to advance appears to be related to the operational context of the procedure, and there does not appear to be any indication of a product quality deficiency. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. The 3.0 x 26 mm graftmaster (12744-26/(B)(4)), indicated is being filed under a separate MFR#.